Event description:
It was reported, that the device was sent in for repair. For an unknown issue. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. Multiple 'high alarm displayed: downstream occlusion' alarms were revealed, in the event history log. Functional testing was unable to duplicate an unknown issue. As a preventative measure the dso sensor, dso seal and dso bezel were replaced. The service history review had no indication, that the complaint was related to a service of the device within the review period.